Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a blank display. The blood glucose level was 202 mg/dl. Customer stated that the display was blank after inserting new battery. Customer also stated that the insulin pump had a battery out limit and the insulin pump received a weak battery alert. The product will return for the analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, weak battery alarm and unexpected battery out limit alarm noted.